Event description:
It was reported that a patient knew a baclofen pump patient who was in a wheel chair from a spinal cord injury. The patient spoke with that patient over thanksgiving and he told her that this year he had to go to the hospital with severe spasms and headache and didn¿t know what was wrong. The patient went to his pump clinic and they checked his device and said the pump was working fine. The patient had thought it was empty because he was having withdrawal symptoms. They reportedly made him wait until his refill date and when they withdrew the old medication the person said ¿all I¿m getting is bubbles¿. When they refilled the pump, his spasm went away. The patient had reportedly thought that someone may have input the wrong pump size so that the pump thought that there was more medication in there than there actually was. It was then reported the patient had a combination of baclofen and morphine in his pump. The affected patient did not see the same health care provider (hcp) as the patient reporting the event and the patient was unwilling to provide further information. The patient did plan to encourage the other patient to contact the device manufacturer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).